Manufacturer narrative:
During inspection of the pump, the pt reported that there were visible gaps in the threads of the battery compartment that appeared like nicks in the pump housing. The pump user guide instructs the user to inspect the pump and confirm that its operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact of the pump. The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
Pt reported blood glucose range of above and below 500 mg/dl during the past 1-2 months. It was reported that the pump unexpectedly lost power during the same time period.